Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #00111214001, palacos r-bone cement, lot #67684201; this bone cement is manufactured at (B)(6) medical and distributed through zimmer orthopaedic surgical products. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to subsidence of the tibial component.